Manufacturer narrative:
It was reported that the headpiece was intermittently not holding weight. The technician was unable to duplicate the issue. The fowler/headpiece assembly was replaced due to the intermittent issue.

Event description:
It was reported via repair work order that the head section could not stay raised in position. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the head section could not stay raised in position. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.